Manufacturer narrative:
Corrected data: brand name: removed hcg one step pregnancy test device (urine/serum) and added hcg one step pregnancy test strip (urine/serum). Model #: removed fhc-202b-onc533 and added fhc-201b/4-onc01. Lot #: removed wo-mo4kus02-79 and added m04kus01-79. Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml and 100miu/ml hcg cutoff serum controls, and 3 high level hcg positive urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml); all results were positive at the appropriate read times. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff serum control and 100 miu/ml hcg serum control; all results were positive at 5 minutes read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Received an email from distributor: the customer alleging that the test with serum samples was not showing positive results after the incubation time of 10 minutes although the patients were pregnant (as seen later). Positive results were only seen long after the incubation of 10 minutes. They also remarked that there was not a reddish coloring seen in the test window during the test run. They performed the test with positive urine samples to check the general flow characteristics and incubation time as well and there was nothing wrong. No patient information or confirmed lab results provided. Although additional information was requested, no additional information was available or provided. No adverse events reported.